Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Ten radiographic images were received with the event. The radiographic films were labeled inst. Angiographies zuerich with 4 images obtained in 2009 pre and post pta, and 6 images obtained ten days later pre and post stent. A birthdate was included on the film. These contrast enhanced images most likely represent femoral angiography. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported following a peripheral angiogram with a right femoral puncture via crossover to the left side, the left superficial femoral artery was dilated and at the end of the intervention, a 6f angio-seal was deployed in the right common femoral arteriotomy. Six days later, the pt returned with right leg pain. A duplex ultrasound revealed a level iii peripheral artery stenosis. Ten days after the initial procedure, the pt underwent another intervention with puncture of peripheral artery stenosis. Ten days after the initial procedure, the pt underwent another intervention with puncture of the left common femoral artery via crossover to the right side. The physician alleged something occluded part of the common femoral artery where the angio-seal was placed. One flexible stent was placed covering the anchor from angio-seal and another stent was placed from the common femoral to the superficial arteries. A third stent was placed in the superficial femoral artery more distally. After the procedure, the pt reported having no further pain and the leg felt warmer.